Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely from 12 years down to 11 years due to grounding material sheets and frequency device. The boston scientific technical services consultant could only provide guidance based on the available information, discussed electromagnetic interference implications on the device function, considered interactive testing and discussing risks with the clinician and have the physician request for battery analysis. As of this time, this pacemaker remains in service. No adverse patient effects were reported.